Manufacturer narrative:
Corrected data: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: (B)(6), ubd: 2025-02-13, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at the time of access using an inline sheath, there were no findings or interactions that the valve got caught on the access vessel causing a dissection before leaving the operating room. It was noted that ¿some things¿ could not be smoothly inserted when inserting the va-ECMO sheath, but the dissection at that time was not confirmed. It was noted that there was calcification in both common iliac arteries, and no extra force was applied to advance the delivery catheter system (dcs) through the calcification site. It was also reported that the patient¿s vessel diameter was narrow. Per the physician, it was unknown if the valve was a direct cause of the dissection, and it was unknown if the dcs caused or contributed to the dissection. Additionally, it was reported that the patient was followed up on with, and no treatment was provided for the dissection. It was noted that the patient did not come off va-ECMO prior to the patient¿s death. Perthe physician, the dissection did not contribute to the patient developing ventricular tachycardia. Per the physician, the patient developed an acute myocardial infarction (ami) 2 days prior to the procedure which was also a potential contributing factor. Additionally, the relationship between the devices and cause of death could not be ruled out, but it was thought that other factors could have caused or contributed to the adverse events, such as the fact that this was a transcatheter aortic valve inside a surgical aortic valve with chief complaint of aortic stenosis, and the patient¿s low heart function with 20 percent ejection fraction.

Manufacturer narrative:
Updated data: b5. H6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was strong resistance at the calcification site when advancing the dry sheath, inline sheath and the "outflow vessel". Per the physician, a severe aortic dissection occurred, which had a causal relationship with the procedure and device. After the valve was placed, severe ventricular tachycardia (vt) occurred. The vt was treated with chest compressions, cardioversion, amiodarone medication and venoarterial extracorporeal membrane oxygenation (va-ECMO). Per the physician, the relationship between the vt and the procedure and device is unknown. Four days after the implant, the patient died of heart failure.